Manufacturer narrative:
Device evaluation: one bioraptor knotless suture anchor was returned for evaluation. Visual assessment of the device shows it is complete. The anchor tip is slightly deformed and the inner grub screw has been advanced to the proximal end of the anchor. The anchor was able to be removed from the inserter with little to no effort. Dimensional analysis of the anchor was performed and was found to meet print specifications. Torque limiter was functionally tested and found to perform as intended. A review of the device history records was performed which confirmed no inconsistencies. There were no internal processing issues, which could have contributed to the nature of the complaint. No further investigation is warranted at this time. (B)(4).

Event description:
During a slap (superior labral tear from anterior to posterior) repair using a bioraptor, knotless suture anchor, it was reported that the anchor was still attached to the inserter upon removal. We used tapper during the placing of the anchor. Additional information received indicated that the device did not break in the patient; however, another hole was used with a different product. There was a twenty minute delay in the case. The patient was female with good bone quality. There were no reports of patient injuries or complications.

Manufacturer narrative:
(B)(4).